Manufacturer narrative:
(B)(4). The exact date of the event is unknown.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient had a type ib endoleak from an iliac limb. After review of the films it appeared that the limb initially went into the external iliac excluding an iliac aneurysm. The limb had slipped out and contrast was filling the iliac aneurysm. The patient was brought to the or to extend the left limb of the stent graft. The physician placed some coils in the hypogastric artery and extended the endurant limb with another etlw1616c93e endurant limb. A reliant balloon was used to iron out the limbs. After an aortogram the endoleak was resolved. After looking at the aortogram closer it was noticed that the right iliac limb was also slipping out of the external iliac. The physician decided to extend that iliac limb as well. This was done with an endurant etlw1616c82e iliac limb. There was no previous endoleak on the right side and after extending the limb there was still no endoleak present. The physician stated that the cause of the event is unknown. No additional clinical sequelae were reported and the patient is fine.